Event description:
It was reported that, "patient was in pain. Patient developed bony build-up surrounding dome patella, as well as scar tissue in intercondylar notch. In 2008, dr went in and removed bone osteophytes, and cleared out scar tissue. While there, he changed the insert since it had been in for 5 years."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should device become available, the evaluation summary will be submitted in a supplemental report.